Event description:
Internal blood leak happened within 2nd-3rd hour during treatment when they perform n/s flushing (to prevent clotting when they use a small amount of heparin). Blood flow: 100ml/min, uf rate: 0.65l/hr, dialysate pressure: -12mmhg, venous pressure: 28mmhg (during flushing). The blood loss for the patient was very minor, about 20ml. No medical intervention.

Manufacturer narrative:
Additional manufacturer narrative: internal blood leaks can occur due to damage to the hollow fibres. No further info is expected for this specific event and the case is considered closed. The root cause of this event cannot be determined.